Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: transendoscopic approach to the common bile duct. The zebd-7-10 was unpackaged and an attempt was made to place the stent over a wire guide (olympus / visiglide2 0.025inch), but it would not go through, revealing a kink in the stent. The procedure was completed by using another zebd-7-10 (lot# unknown). The same wire guide (olympus / visiglide2 0.025inch) was used with the replacement device (B)(4). Patient outcome: no adverse effect on the patient has been reported. Patient/event info - notes: 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact placement of the stent over the wire guide 2 what was the target location for the stent? The common bile duct 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. It had been stored in a vertical position. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* unknown 5 was the wire guide lubricated prior to use? Unknown 6 was the device at the centre of the complaint inspected for damage prior to use? Unknown 7 was the wire guide inspected for damage prior to use? Unknown 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? No 11 if not with the device in question, how was the procedure finished? Please see the description of event. 12 did the patient require any additional procedures as a result of this event? No 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? (Same procedure) 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No 16 was a straightener used to straighten the stent? Yes 17 (if any damages were confirmed prior to use)was the package damaged? Unknown.